Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged the pump had no power. The reporter alleged the battery compartment was cracked. The reporter denied damage to the battery cap and denied moisture in the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11-apr-2019 with the following findings: a visual inspection of the pump revealed evidence of moisture corrosion observed in the battery compartment and there was moisture visible in display. A leak test revealed leaks at the battery compartment. The pump was not able to power on during testing, duplicating the reported power issue. The pump¿s cover was removed and moisture damage found was observed to the power printed circuit board.